Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. During troubleshooting there was debris around the pneumatic tap. The customer cleaned around the pneumatic tap, changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection.